Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4 UDI, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Two (2) empty open boxes, nineteen (19) representative unopened samples and one (1) labeled winding former with a detached needle, and one needle-suture piece were returned for analysis. Product code sxpp2b405, this product code is double armed. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in two (2) samples. Further investigation was conducted on these samples, revealing a short insertion in the strands. As per this condition observed on the remaining six (6) samples a functional test was performed using an instron equipment and the pull force meets the requirements. Upon investigating the open sample, a short insertion was observed at the end of the suture. Visual inspection concluded that the needle and suture were detached, as the insertion end of the suture did not meet the specified requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - if possible, please confirm the number of patients/procedures affected by this issue? One - how many devices demonstrated the alleged deficiency on each involved patient/event? Was not reported by customer - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Can¿t recall exact number, but at least two previous complaints called in for this same issue. If the complaints team can pull the complaints from this account they will find the exact number of complaints. If no, please provide the following information: - when did the needle detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Was not reported by customer. -please confirm if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Customer utilized the return package provided and shipped back the impacted product. The exact tracking details should be in the return package details. I have no return package details. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Complaint information reported by rnfa sg (please refer to the attached email) to materials coordinator.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during unspecified procedure, the needle keeps popping off and it happened multiple times. There were no patient consequences reported. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.